Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages and low speed events were observed only while utilizing power module patient cable. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed speed drops lower than the lower speed limit (lsl) on (B)(6) 2017 and a pump stoppage on (B)(6) 217 while connected to the power module. X-ray images did not reveal obvious areas of concern on the driveline. On (B)(6) 2017 , the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement lvad system was connected to a grounded power module patient cable, and no additional alarms were reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported low speed operations and pump stoppages were confirmed per the evaluation of the submitted system controller log file. However, the suspected driveline damage was not confirmed. A submitted system controller log file confirmed speed drops on (B)(6) 2017. Furthermore, low speed operations and pump stoppages were also confirmed on (B)(6) 2017. These events occurred while the system was connected to the power module. Driveline damage was suspected. On (B)(6) 2017, the patient had a percutaneous lead (driveline) replacement, and the severed portion was returned for evaluation. A driveline section approximately 21.5 inches long from the connector was returned for evaluation. The driveline had undergone a clamshell repair. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor breakdown of the metal shielding was observed near the metal connector. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A submitted log file confirmed speed drops on (B)(6) 2017 after the percutaneous lead (driveline) replacement. Furthermore, low speed operations and pump stoppages were also confirmed on (B)(6) 2017. These events occurred while the system was connected to the power module. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that additional low speed events and pump stoppages occurred after the percutaneous lead (driveline) replacement. The system controller was exchanged and the alarms resolved. It was reported that the patient was doing well. No additional information was provided.